Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pelvic pain') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, overweight, uterine leiomyoma, paratubal cyst and endometrial hyperplasia. Previously administered products included for prevent pregnancy: depo provera, birth control pill and mirena iud. Concurrent conditions included contraception. Concomitant products included naltrexone hydrochloride (naltrexon) from (B)(6) 2019 to (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6)2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("hormonal changes describe: bloating") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological injury? Yes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condit/problems"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain") and flank pain ("flanks pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, bilateral uterosacral ligament suspension). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, abdominal distension, hot flush, depression, abdominal pain lower and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight 145 lbs. Essure coils were placed in bilateral tubal ostia without complications 4 coils exposed on right 4 coils exposed on left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, overweight, uterine leiomyoma, paratubal cyst and endometrial hyperplasia. Previously administered products included for prevent pregnancy: depo provera, birth control pill and mirena iud. Concurrent conditions included contraception. Concomitant products included naltrexone hydrochloride (naltrexon) from (B)(6) 2019. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("hormonal changes describe: bloating") and hot flush ("hormonal changes describe: hot flashes"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psychological injury? Yes"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/ problems"), visual impairment ("vision problems"), abdominal pain lower ("lower abdominal pain") and flank pain ("flanks pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (laparoscopic total hysterectomy, bilateral salpingectomy, bilateral uterosacral ligament suspension). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding, psychological trauma, vaginal discharge, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, nervous system disorder, visual impairment, weight increased, abdominal distension, hot flush, depression, abdominal pain lower and flank pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, flank pain, gastrointestinal disorder, headache, heavy menstrual bleeding, hormone level abnormal, hot flush, intermenstrual bleeding, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Essure coils were placed in bilateral tubal ostia without complications 4 coils exposed on right 4 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 01-oct-2021: mr received. Reporter information, patient medical history, product removal details added. Surgery added for event pelvic pain, case become serious incident. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.